Event description:
It was reported that during a laparoscopic colon procedure about two hours into the procedure the top jaw became dislodged and fell into the patient. The broken jaw was retrieved. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod, with the upper jaw detached not returned and with the cable cut off. Due to the returned condition, functional testing could not be performed. Inspection of the jaw area showed damaged to the retention pins that hold the jaws in position. The retention pins were sheared off. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.